Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Subsequently, a notification occurred that the cartridge was not detected during the load sequence. A cartridge change was performed resolving the issue. Customer's blood glucose (bg) was 200-297 mg/dl and customer was dehydrated. A manual injection was administered to address bg. The customer went to the emergency room (ER) and was treated with intravenous fluids. After approximately 5 hours, customer felt better and bg was 244 mg/dl. Customer's bg returned to normal range.